Event description:
It was reported that the intraocular lens (iol) was implanted at the 12 o'clock position. Reportedly, the haptic detached from the lens after implant into the capsular bag and once irrigation had started. The lens was removed within the same procedure. There was no patient complications and another lens, the same model and type was implanted without further complications or incident. The procedure was delayed an additional 30 minutes. The patient was observed for 15 days post op and was reported to have had no changes. The patient's visual acuity post op was 20/20. No further information was provided.

Manufacturer narrative:
Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Product investigation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was inspected at 10x microscope magnification. The visual inspection on the received lens found a broken lens with missing haptics. The lens surface was observed with particles. Manufacturing defects were not identified in the returned lens. There were no manufacturing issues or a product quality deficiency based on the analysis of the returned lens. The cause of the detached haptic could not be determined and there was no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured and no changes were implemented during the manufacturing of this production order in method, inspections or specifications that could be related with the reported device problem code. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.